Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that patient mentioned she has a lot of discomfort with that thing inside her. Patient also mentioned having to be hospitalized because she could not pee. Patient said that this device on her back is very uncomfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.